Manufacturer narrative:
H6-investigation type 4110: lens work order search no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 of -18.00 diopter; implantable collamer lens tore during loading. There was no patient contact and a backup lens was implanted. Cause of event is unknown.